Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial, that a xience 3.5 x 23 was implanted in the mid lad; however, a dissection occurred that was treated with a xience 3.5 x 12. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the xience v IFU and risk assessment, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors including, lesion characteristics, technique, and product size. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.